Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot #73h1500453 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the package of one cartridge of clips was found not sealed completely. There was no patient involvement.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned without the packaging. The returned sample was visually examined with and without magnification. Visual examination revealed that the returned sample appears typical. All 6 clips were still in the cartridge. No damages or anomalies were observed. Since the packaging was not returned, the complaint issue could not be confirmed. Reference file (B)(4) for investigation photos. The reported complaint of "package was not sealed completely" was not confirmed based upon the sample received. The sample was returned without its packaging. Therefore, it could not be determined whether or not the package was sealed completely. A device history record review was performed on the device with no evidence to suggest a manufacturing related issue. The root cause of this complaint could not be determined.

Event description:
It was reported that the package of one cartridge of clips was found not sealed completely. There was no patient involvement.